Manufacturer narrative:
This device remains in service. No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this device exhibited a large decrease in battery longevity, along with an episode of oversensing as the patient experienced atrial arrhythmias. Data analysis revealed the battery was faster than expected due to the high atrial sensing rates associated with the patient atrial arrhythmia. No adverse patient effects were reported.